Manufacturer narrative:
On 11/30/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation for atrial fibrillation (afib) procedure with a webster cs catheter with auto ID technology where punctured pouch occurred. It was reported that the webster cs catheter with auto ID technology clear plastic packaging was punctured near the handle of the catheter. There was no confirmation whether the puncture went all the way through the packaging. The catheter was not used and was replaced. The procedure continued. There was no report of patient consequence. Device evaluation details: according to pictures provided by customer, pouch appeared damaged. The physical device was visually inspected and it was found in good conditions. It was not possible to perform the failure analysis since the packaging was not returned. A manufacturing record evaluation was performed for the finished device 30253707m number, and no internal action related to the complaint was found during the review. Customer complaint was confirmed based on the picture received. The packaging has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation for atrial fibrillation (afib) procedure with a webster cs catheter with auto ID technology where punctured pouch occurred. It was reported that the webster cs catheter with auto ID technology clear plastic packaging was punctured near the handle of the catheter. There was no confirmation whether the puncture went all the way through the packaging. The catheter was not used and was replaced. The procedure continued. There was no report of patient consequence. An image was received by bwi, which shows a potential perforation of the sterile pouch. A punctured pouch is an MDR-reportable issue.